Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set experienced backflow. This occurred during set up. The secondary medication had back flowed into the primary bag. There was no patient involvement. No additional information is available.